Manufacturer narrative:
No product returning for evaluation. Should new info become available, a f/u report will be submitted.

Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. Reportedly, customer's blood glucose level was high, but was corrected with manual injections.